Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number: (B)(4). Event occurred in greece. It was reported that patient faced two infusion set tubing came apart. On (B)(6) 2025. The infusion set was in use for 2 days. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.